Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The suture/t construct was also returned. Examination of the construct showed t1 is missing. The suture has also been cinched. Reported complaint of suture not cinching cannot be confirmed. Per the device IFU "it is normal to encounter considerable resistance as the knot is snugged down. To further snug down the suture construct, thread the free end of the suture through the knot pusher/suture cutter". This investigation could not identify any evidence of product contribution to the reported complaint. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that after deploying ts, while preparing the knot, the suture could not be tied. No significant delay or patient injury reported.